Event description:
Same case as MDR ID: 2134265-2015-02096. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38 mm x 3.5 mm, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) and left anterior descending (lad) artery. The lesion contained a <= 45 degree bend. After pre-dilation was performed using a 2.75 x 10 non-bsc balloon catheter, a 38 x 3.50 mm and 20 x 2.75 mm taxus¿ liberté¿ were selected to treat the lesion. While trying to deploy the tauxus¿ liberté¿ stents in the distal lcx, it was noted that the devices were damaged. Then, the physician performed plain old balloon angioplasty (poba) and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the bumper tip profile. The stent struts at the proximal end of the stent were raised off the balloon material and were bent distally towards the tip section of the device. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02096. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38 mm x 3.5 mm, eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) and left anterior descending (lad) artery. The lesion contained a <= 45 degree bend. After pre-dilation was performed using a 2.75 x 10 non-bsc balloon catheter, a 38 x 3.50 mm and 20 x 2.75 mm taxus¿ liberté¿ were selected to treat the lesion. While trying to deploy the tauxus¿ liberté¿ stents in the distal lcx, it was noted that the devices were damaged. Then, the physician performed plain old balloon angioplasty (poba) and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.